Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain and spinal pain reported they were going to have an MRI so they turned their stimulator on and were able to increase and decrease stimulation, but it wouldn¿t go off and they wanted to know why. During the call the sync button, increase and decrease buttons, and pp on button worked but the stimulation off but didn¿t work and was non-functional, but not physically damaged. The healthcare provider (hcp) further reported they were trying to place the device into MRI mode but when they pressed the sync button to go into MRI mode, nothing happened. Troubleshooting was performed and an attempt was made to turn the programmer off, but initially it wouldn¿t turn off, but was later resolved. Following this the process was started again, but they couldn¿t sync with the implant and could only get to the therapy screen by pressing the button that turned the implant on, but were unable to go anywhere else. The antenna was then unplugged and the batteries were removed and new ones were put back in and the sync button was hit again but nothing happened and it didn¿t appear the button was damaged. It was then when the consumer stated they hadn¿t used the programmer in a while since their ¿wire pulled loose¿ but the programmer had been working fine before then. After the ¿wires pulled loose¿ reprogramming was performed, but since then the device hadn¿t worked or worked for the consumer¿s symptoms. No out of box failure was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.